Event description:
It was reported the patient experienced inadequate therapy from their dbs system. As a result, patient is expected to undergo a lead revision to optimize symptom relief.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on 03apr2023 wherein the patient's left dbs lead was explanted and replaced.